Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) went onsite to evaluate the suspect device. The fsr replaced a new base assembly and blender assembly and tested the unit. The fsr reported the unit meets all specifications correctly and completed preventative maintenance of the unit. The suspect component was issued an return goods authorization for further evaluation. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit's delivered tidal volume is out of specifications. The company representative reported leaking air from the regulator while performing a preventative maintenance. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected blender assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to the blender oxygen shutoff valve solenoid o-ring has failed. Upon inspection the seal was found to be hard and impliable. This led to an incomplete seal. This issue will be internally investigated within carefusion.